Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with painful tha comprised of a summit stem and asr cup/head construct. Radiographs indicated likely pseudo tumors in femur however a well fixed acetabular cup component. The surgeon determined it was in the best interest of the patient to retain the asr cup and summit stem and revise only the asr head to a depuy bimentum liner/head construct. The surgeon had been previously advised that this was an off-label indication, however decided to proceed. The 51mm asr head was revised to a 28x57 bimentum liner and +12 ceramic head result in a stable construct.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Review of the attached images and photographs could not confirm the reported allegations. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.